Event description:
Clarification of event: the lead was not replaced, but only repositioned and remained implanted.

Event description:
It was reported that during the implant procedure, an induction test was performed and the first shock was inefficient. The arrhythmia was stopped after second the shock at higher voltage. The physician elected to replace the lead. The induction test was successful on the first shock with the new lead. Patient medical condition was good after the event.

Manufacturer narrative:
(B)(4).